Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states neonate patient tested 17 mg/dl (08:19) and 22 mg/dl (08:25) on the inform system while using comfort curve test strips. A lab value returned as 43 mg/dl at 08:38; patient then tested 66 mg/dl on the inform system at 08:47. Meter results were obtained via heel sticks. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.